Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and an enlarged atrium. It was noted that imaging was difficult. An xtw clip (41007r1077) was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. The clip was retracted back into the right atrium, where it was observed that one of the gripper was no longer functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore the clip was removed and replaced. One clip was then implanted. To further reduce tr, an additional xtw clip (50204r1053) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Tr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. The difficult or delayed positioning is related to procedural conditions (significant interaction with chords on septal leaflet). The reported poor imaging is related to patient condition (significant shadowing in mid-esophageal views related to previous surgery). There is no indication of a product quality issue with respect to manufacture, design, or labeling.